Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no: 367988, batch: unknown. It was reported that after use of the bd vacutainer® sst¿ blood collection tubes the customer experienced erroneous results. There were two occurrences. Yesterday we drew an sst on a patient and the k was 6.2. We redrew him and collected an sst and a green top and the results are totally outrageous. The sst was 5.9. The green was 4.7. (1.2 different and a difference in interpretation for sure). What in the name of compliance is going on here? We cannot trust this product (sst). There should be a max of 0.3 between the two. This is totally unacceptable. This is a different lot than when I reported the issue and still we are seeing major differences. I feel like I should be reporting this to FDA or something that may have a bit more teeth. I am extremely frustrated by this.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Erroneous potassium results can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to erroneous potassium range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in erroneous potassium results. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Erroneous potassium results can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to erroneous potassium range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in erroneous potassium results. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material no: 367988, batch: unknown. It was reported that after use of the bd vacutainer® sst¿ blood collection tubes the customer experienced erroneous results. There were two occurrences. Yesterday we drew an sst on a patient and the k was 6.2. We redrew him and collected an sst and a green top and the results are totally outrageous. The sst was 5.9..the green was 4.7...(1.2 different and a difference in interpretation for sure)...what in the name of compliance is going on here?? We cannot trust this product (sst). There should be a max of 0.3 between the two. This is totally unacceptable. This is a different lot than when I reported the issue and still we are seeing major differences. I feel like I should be reporting this to FDA or something that may have a bit more teeth. I am extremely frustrated by this.